Manufacturer narrative:
The device was returned as part of the asset return process and found light cover glasses adhesive glue was worn out. Optical cover glass adhesive was worn out. Outlet pipe has blockage evident (air/water channel). Sealant was worn. Distal end adhesive is worn. Switch condition failed -leaking. Scope connector - water leakage- water ingress. Down and right angle not to specification. Electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The loaner evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, instrument channel contamination of white (simethicone like) foreign material was identified in the air/water channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was simethicone. Olympus will continue to monitor field performance for this device.